Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was faded and discolored. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013, with the following findings: the pump display screen was found to be faded and discolored. The display screen was replaced with a test screen and the display returned to normal. Unrelated to the display issue, the keypad was found to be torn at the ok button exposing the button contacts. The keypad buttons were found to be intermittently responding to presses. A pump leak test revealed that the pump was leaking from the damaged keypad. The keypad was removed and contamination was observed under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).